Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a right groin hematoma following the implant of the leadless implantable pulse generator (ipg). The patient experienced heart block as the catheter system was crossing the valve. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.